Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
It was reported that an overdose had occurred following a refill session early morning on (B)(6) 2014. The patient went into respiratory arrest and was ¿coded¿ and place on ¿life support.¿ it was noted the patient had acute pain. It was noted that patient found information on the internet that would have helped them in being more assertive in ¿making a nurse stop filling my pimp when he was actually putting the medication inside my body.¿ it was noted that during the refill the patient told the nurse everything they felt, but ¿he still wasn¿t stopping.¿ the patient felt the ¿medication running in my stomach¿ and was showing the nurse how it was running across the stomach. The pain pump was on the right side of the patient. The patient felt something move across their stomach back to the right and then it started going up under the patient¿s right breast. It was noted that patient had ¿burning¿ but was told that it was the ¿numbing medicine¿ given to the patient to numb the area. Right after it was burning patient ¿got excruciating pain¿ and started screaming in pain. It was noted that this was when patient ended up ¿coding¿ and put on ¿life support.¿ it was noted that patient has had ¿numerous¿ refills and the event during the refill on ((B)(6) 2014) was not normal to patient. Patient ended up in the hospital intensive care unit (ICU) from 2014-02-24 to 2014-03-05. Patient woke up on (B)(6) 2014 ¿or late monday night¿ with their son standing over them. Patient had been intubated and could not talk. It was noted that patient was told by their son that ¿they called us and said you were on life support and that you were accidently overdosed.¿ it was noted that it was not the physician who did the refill, it was a nurse. It was noted that patient had overheard one of the nurses in the office say that they knew what to do with a dilaudid overdose but not a clonidine overdose. It was reported that ¿they had to get something to counteract the clonidine.¿ during the refill on (B)(6) 2014 there was a nurse who was being trained on pump refills and was taking notes. Patient was at the physician¿s office on the day of report where their daily dose had been increased by 13%. It was noted that the nurse in training remembered the patient telling the actual refill nurse what was happening, ¿but it did not jump out at him that it was going into your body.¿ telemetry on the day of reported indicated the pump had an estimated elective replacement indicator of ¿54 months, refill intervals 34 days and reservoir volume of 24.4ml.¿ the pump system was delivering hydromorphone and clonidine. Additional information has been requested, but was not available as of the date of this report.